Event description:
It was reported that the programmer power was interrupted and the programmer powered down mid cybersecurity upgrade process and device went to bvvi. The patient was feeling pocket stimulation from the unipolar pacing. The device was restored and the patient symptoms abated once ddd programming was reestablished.